Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: patient underwent a tka on (B)(6) 2017 and reportedly did well until late september 2020. He was seen and examined in the office by his surgeon on (B)(6) 2020. At that time he had complaints of new onset pain swelling and warmth in his operative knee. He offered no history of trauma but did note he had a wound on his lower leg the week before that went on to heal. His knee was aspirated 0f 50 cc of fluid. The fluid was sent for analysis. He was seen again in the off ice on 9/30/20 and the lab results reviewed. His crp was elevated at 4.1 (0 - 08) and his synovial fluid showed 34,424 wbcs ( 0-200) confirming infection. Operative reports confirm the patient had an I&d and tibial liner exchange on 10/2/20. Post-operatively he was placed on IV antibiotics. Causality of the infection may be related to the lower extremity wound but this can not be confirmed. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: patient underwent a tka on (B)(6) 2017 and reportedly did well until late (B)(6) 2020. He was seen and examined in the office by his surgeon on (B)(6) 2020. At that time he had complaints of new onset pain swelling and warmth in his operative knee. He offered no history of trauma but did note he had a wound on his lower leg the week before that went on to heal. His knee was aspirated 0f 50 cc of fluid. The fluid was sent for analysis. He was seen again in the off ice on 9/30/20 and the lab results reviewed. His crp was elevated at 4.1 (0 - 08) and his synovial fluid showed 34,424 wbcs ( 0-200) confirming infection. Operative reports confirm the patient had an I&d and tibial liner exchange on 10/2/20. Post-operatively he was placed on IV antibiotics. Causality of the infection may be related to the lower extremity wound but this can not be confirmed all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the patient's knee was revised. As reported by rep: "first stage infection. Poly swap/ washout left total knee." A 6x9 cs insert was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not returned to the manufacturer.

Event description:
It was reported that the patient's knee was revised. As reported by rep: "first stage infection. Poly swap/ washout left total knee." A 6x9 cs insert was revised.